Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed.  Analysis of the service logs found the customer comment that the mobile programmer application was unable to interrogate the implantable device was confirmed. Analysis of the service logs determined that the mobile programmer lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was unable to interrogate the implantable device to program to magnetic resonance imaging (MRI) mode. Troubleshooting steps were taken to include updating the application through the catalog. After the update, the implantable device still could not be detected, and no error messages were generated. The indicator light on the patient connector remained amber, signifying that the implantable device was not detected. Performance data from the mobile programmer application was received and it was determined at analysis that the mobile programmer application had lost connection. No patient complications have been reported as a result of this event. Application version: 3.19.1 host tablet os version: 18.2